Event description:
It was reported that the unit would not work when using the default rf/shaver controls. It was further reported that the hand piece kept on running when the footswitch on the unit was pressed.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.